Event description:
A (B)(4) distributor reports an htr revision surgery.

Manufacturer narrative:
The distributor reported that the initial complaint was in error. There is no revision to report.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported that the initial complaint was in error. There is no revision to report.